Manufacturer narrative:
(B)(4). D10: unknown bigliani/flatow stem. Unknown bigliani/flatow head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a left shoulder arthroplasty and is considered revision of poly glenoid, b/f stem, and head due to a failed glenoid. No revision has been reported to date. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; d2; g1; g3; g6; h1; h2; h3; h6. The following sections were corrected: b5, h6. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the initial glenoid portion loosened and had to be removed. The patient did not experience any additional harm due to this event. It was reported that no further information is available.